Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia (at)/atrial fibrillation (af) episodes. The lead was also observed with high thresholds. Per the health care professional, the patient has an infection and the implantable pulse generator (ipg) will be removed. No further patient complications have been reported as a result of this event.